Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information on resetting the pump. After completing the pump reset, no further cgm error codes were displayed, and the customer successfully started their sensor session.